Event description:
A physician reported during intraocular lens (iol) implant procedure, when using the cartridge, the surgeon noticed a series of implantation failures. The piston of the injector missed and passed over lens. No abnormalities were observed with the injector and implant. Additional information was requested and received stating that the when the specific model of company injectors used with specific model of company cartridge the plunger sometimes fails to catch the implant.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.